Event description:
It was reported from (B)(6) that while the patient was in the hospital one day post left ventricular assist device (lvad) implantation, the patient connected on the monitor. First it was "impossible to have the curves on the monitor screen and then the data". The monitor and monitor cable were changed, but the same thing occurred. Therefore, the controller was changed and it worked. There was no further event or patient impact reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The instructions for use outlines the proper technique to connect and disconnect cables to prevent damage to the controller ports. It also warns to always keep a spare controller available at all times. It further warns that damaged equipment should be reported to the manufacturer and inspected.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.